Manufacturer narrative:
(B)(4). Evaluation: method: other - lens work order search. Results: other - visual inspection of the returned product found the cartridge tip was damage to the injector. The lens was returned and visual inspection found the lens is stuck in the injector. There was evidence of clear surgical residue on product. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: no conclusion can be drawn - based on the complaint history, lens work order search, and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon attempted to insert a cq2015a 20.5 diopter three piece lens. Was not able to insert the lens because it would not advance in the injector. There was no patient contact. The reporter stated they had problems with the injector. Further information has been requested, but none has been forthcoming. A medwatch will be submitted when further information is available.